Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse found a damaged tubing for aspiration probe 3. After repair of the tubing, the issue was corrected. The cause of the discordant, (B)(6) surface antigen results were from the aspiration probe 3 damaged tubing. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on patient samples on an advia centaur xpt instrument. The initial results were not reported out to the physician(s). The customer repeated the samples on an alternate advia centaur xpt instrument, resulting (B)(6). The (B)(6) results were reported out to the physician(s). There are no known reports of adverse health consequences due to the discordant, (B)(6) surface antigen results.